Manufacturer narrative:
Upon investigating the actual device used in this incident, it was determined that the malfunction occurred due to a drawer cubie failure. A field service engineer replaced the mother of all boards (moab) to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie drawer failure. The customer reported that the drawer cubie was not detected on the communication bus. This caused a delay in getting the narcotic for a patient. There were no adverse events or injuries reported based on this event.